Event description:
Procedure: left upper lobectomy. According to the reporter: the customer reports that the device was closed and fired on a lobar vein. The vessel was divided and bleeding/oozing occurred. The surgeon had to oversew the line with a suture to complete the closure. The patient is in satisfactory condition. The staple line was formed properly but had a slow leak. The surgery time was extended by 5 minutes and blood loss was less than 250cc.

Manufacturer narrative:
Date of report: december 3, 2007.